Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/5 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The nurse stated the patient was going to the bathroom and she must have hit the bag. The nurse stated the bag did not fall, but a small amount of solution came out. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 5. (B)(4) assisted the nurse in cycling power twice to clear the error and explained that the error indicated a large amount of air had entered into the disposable set. The nurse stated she would have the patient finish therapy with manual supplies. Product surveillance made contact with the patient's nurse. The nurse stated the patient was going to the bathroom and she must have hit the bag. The nurse stated the bag did not fall, but a small amount of solution came out so they took it down and started over. The nurse reported that everything was fine after that. No injury or medical intervention was reported.